Manufacturer narrative:
Results from the infection testing were pending. Another implant procedure may be performed in the near future. An amended report will be submitted upon additional information received.

Event description:
Boston scientific received information that the patient with this pacemaker and right ventricular lead was experiencing pain at the implant site. The patient was admitted to the hospital and later confirmed an infection in the suture area of the implant site. The patient was treated with antibiotics. The infection cleared up within a week and an explant procedure was performed. The device was removed; however, as a new device was about to be implanted on the right side, signs of infection were noted on the right side. To note, the patient had a history of infection on the right side. The decision was made to not implant a new device and test the right side for further infection. No additional adverse patient effects were reported.

Manufacturer narrative:
Field follow-up confirmed the patient's infection has been resolved; however, no implant has taken place to date. A new device implant is expected to be reevaluated in the future. The patient has been sent home with nothing planned at this time.